Event description:
It was reported to philips that the flexvision monitor went off by itself. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by restarting the device. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the large monitor occasionally switches off by itself. During troubleshooting, the rse found that the flexvision monitor went to status "yellow¿, and the no image was possible. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse replaced the flexvision pc and installed software. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc and identified that the power supply unit in the pc failed and the power supply was getting down after working for few minutes. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary diagnosis at the time of the reported event. The procedure was completed as planned by restarting the system. A philips remote service engineer (rse) evaluated the system remotely and identified the flexvision monitor displayed no image. The rse suspected a sporadic issue with the flexvision pc and suggested replacement. A philips field service engineer (fse) inspected the system onsite and identified the flexvision pc had start up issues. To resolve the issue, the flexvision pc was replaced. The system was returned to use in good working order and ready for clinical use. The flexvision pc was returned for further analysis. Functional testing was performed and power supply unit (psu) in the flexvision pc was found to be defective. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome.